Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, three segments of the lead were returned; the proximal segment was severed 15 centimeters (cm) from the terminal pin; along with a 5 cm and an 11 cm of the middle segment of the lead, both of the latter segments had only the insulation returned. Testing of the lead segments was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Approximately nine years later this lead was explanted and returned for analysis.